Event description:
On 02-jun-2026, a sales representative reported via email that the head of a flipcutter iii drill from an ar-1588al-cp2 allograft graftlink implant system dislodged from the shaft during a procedure. The loose head and shaft were safely removed together. This was discovered during a procedure on (B)(6) 2026, with no reported patient harm. Additional information was received on 05-jun-2026: the full kit was used during the procedure with no other reported issues; the issue was isolated to the flipcutter. The head dislodged during tibial drilling prior to opening the flipcutter for retro-reaming. The issue was first identified due to loss of function, as the flipcutter would not open. No unusual resistance, excessive force, or non-standard technique was reported prior to the event. All fragments were removed from the patient and confirmed via fluoroscopy. The procedure being performed was an acl reconstruction. This was the second use of the flipcutter during the case, with the first use occurring during femoral drilling; the event occurred during tibial drilling. The procedure was completed using a replacement ar-1204ff flipcutter. The surgery was delayed approximately 2 minutes for troubleshooting and device removal. No additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.